Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 5 mg/ml dilaudid at 1.0 mg/day via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had their pump replaced [see manufacturer report 3004209178-2018-08395] and the patient had been hospitalized since. The patient's new dose had been decreased by 50% (also reported to have been 60%) and the patient had not been getting her boluses, so it was anticipated the patient would have more pain as she was titrated up. "Yesterday" [(B)(6) 2018], the patient was complaining of increased pain. The hcp was wondering if the new pump was programmed and infusing as prescribed. No programming strips from the replacement were available, however they did have a physician programmer. The patient was later discharged from the hospital with oral medication. No further issues were reported or anticipated.